Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that scratches on screen of pump making it hard to see there was buttons that are less responsive. Buttons was harder to push. Rewind took longer time. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. Device passed displacement test, rewind test and self test. No unexpected rewind anomalies noted. Device received with cracked battery tube threads, cracked lcd window, cracked case display window corner, stained end cap sticker and stained address/serial number label. (B)(4).